Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call they visited emergency room on unknown date due to low blood glucose level. Customer woke up with blood glucose level 37 mg/dl. Current blood glucose level was 115 mg/dl. Customer had hypoglycemia and passed out and next day had a reaction, they picked up the insulin pump saying sensor glucose 207 mg/dl and blood glucose 45 mg/dl. Other blood glucose values were 94 mg/dl, 128 mg/dl. Customer was treated with food. Customer was using the insulin pump system within 48 hours of reported low blood glucose event. It was found that auto mode feature was active at the time of incident. There was difference in sensor glucose and blood glucose level but insulin delivery was not suspended. Troubleshooting was performed. Insulin pump had passed displacement verification test. The insulin pump will not be returned for analysis.